Manufacturer narrative:
The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. The helical retractor helix and centering needle were found stuck in the tissue mold channel, bent approximately 75° and were protruding from the tissue mold 0.25" - 0.38". A review of the DHR indicates the materials and assembly process were to specifications and passed all final testing criteria. The root cause of the failure could not be definitively determined. There is no reported patient injury; however, if the failure were to recur, it may require intervention to prevent serious injury.

Event description:
The user reported the helical retractor (both the helix and centering needle) were bent/curved. As a result, the user was unable to engage tissue. The initial device was uneventfully removed and the procedure was successfully completed with a secondary r2005 device. There is no reported patient impact.